Event description:
The reporter stated that during a surgical spinal fusion procedure, after final torque of the screw at vertebra level s1, the surgeon observed that the poly head of the screw was able to move, although the rod was locked down in it. When the surgeon removed the locking nut to take out the rod, the poly head and collect detached from the screw shaft. He then removed the screw shaft from the bone with the hex tool and replaced the screw with a 8.5x45mm one and locked it down successfully. The surgical time was prolonged by about five to ten minutes.

Manufacturer narrative:
A review of the device history record showed no anomalies. An investigation has been initiated based upon the reported information.